Manufacturer narrative:
Heartsine evaluated the device and was unable to duplicate the reported issue. The customer received a replacement device and the customer's device was scrapped by heartsine. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that the power button responsive was poor. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that the power button responsive was poor. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.